Event description:
Customer reported being admitted to the hospital on 3 or 4 times the last month for diabetic ketoacidosis (dka). Customer stated the device was in user before & after each time, however values were not provided. In 05, device = 78 mg/dl. Doctor device = 500 mg/dl. Device = 103 mg/dl. Controls were in use at the time. In 2005, customer went into dka and was admitted into the hospital. Original customer device = 42 & 43mg/dl. Customer tested with family member's device and result = 104 & 102 mg/dl. Controls were used but values were not provided. Customer was treated with an IV and insulin in the hospital as well as given a gastric tube. A request was made for return product and replacement product was sent.